Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 ((B)(4), awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted in (B)(6) 2014. Consumer reported that in (B)(6) 2015 she had her hysterosalpingogram performed done and within 3 hours after the procedure she started to itch uncontrollably on her feet and she began bleeding from her vagina. The blood was while small amounts and was not the color that she typically get when she was on her period. It was bright red. After an hour of itching she took benadryl and it helped control the itch. However from that day forward she had to take benadryl or otherwise she would itch uncontrollably. While the itching was controlled by benadryl her body started to experience other problems as time went by. She was constantly feeling nausea, she was tired. She developed terrible migraine headaches, food aversions and missed her period for two months. Consumer went to the doctors about 2 weeks after having her hsg to discuss her health problems. He ran some blood work and ordered a head CT scan and everything came back normal. As time progressed she developed yeast infections. She noticed an outbreak of little red spots all over her bod (cherry angiomas), her stomach started looking bloated and she was slowly gaining weight for no apparent reason. She was confused by this because, her 5' 2". (B)(6) lb frame worked out 6 out 7 days and she ate very healthy. She went to an allergy specialist per the advise of her primary in (B)(6) and he put her on allegra and zyrlex to control her itching and the rashes that had now developed, ran more blood work and decide to conduct a true patch test and said she could not take her allergy meds for a week. The week that she was not able to be on her allergy meds was complete torture. She itched uncontrollably and rashes ran ramped all over her body. She felt like she was crawling out of her skin. On the day that he went to take the first reading her body remained completely red and he was unable to get a proper reading because the areas where he removed the taped was terribly inflamed. So she had to wait until the 5th day to get a proper reading. Luckily, all the inflammation had died down and he rated her back having a 1 out of a 6 reaction to gold. He also told her that her zinc levels were low she discussed her concerns about having essure in body and that she had read mat possibly her body was reacting negatively to it. The doctor could not definitely rule out that her body was reacting to essure and suggested that she removed essure if she was uncomfortable having it in her body. On (B)(6) 2015 she had a total hysterectomy leaving her ovaries. She was now coming up on two weeks and since then all of her symptoms have disappeared and she no longer had to take allergy medicine. So in conclusion, her head CT scan, her labs and medical examines stated, that for the most part she was fine. Her primary doctor and the allergy specialist didn't believe that essure was causing any of her problems. Clearly though she was reacting to the essure because now that it has been removed from her body she no longer had any health issues mentioned above. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number 2015-032781. Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and about 7 months after essure insertion, a hysterosalpingogram was performed and within 3 hours after the procedure she began bleeding from her vagina. It was reported that her body was reacting to essure. These events are serious due to medical importance and listed in the reference safety information for essure. In this case, consumer had a total hysterectomy performed leaving her ovaries. She no longer had to take allergy medicine. Since temporal relationship between suspect insert and the occurrence of the events is positive and given their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. The product technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.